Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized with hyperglycemia due to a leak in the cartridge. The customer changed the cartridge on (B)(6) 2016, and following, her blood glucose elevated and she tested positive for ketones. She was admitted to the hospital on (B)(6) 2016 and was treated with an insulin infusion followed by insulin injections. The hospital staff noticed insulin had leaked into the cartridge compartment of the infusion device. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.